Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had therapy issues on the homechoice (hc) device as it went to the fill step of peritoneal dialysis (pd) therapy. Patient connection at the time of the issue is unknown. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.